Event description:
It was reported that when the patient presented in clinic for a routine follow up, premature battery depletion was observed. The device depleted within 3.5 years. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: this manufacturer report should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).